Event description:
Initial result for a pt co2 was 130 meq/l. When repeated, the result was 15 meq/l. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepancy.